Manufacturer narrative:
One 2000e sample was received without packaging for investigation; no residual fluid was present, and no connecting product was available to support the investigation. The customer did not provide any lot information however, they reported that "the rubber stopper keeps bouncing back". Additional information from the customer noted that this occurs prior infusion, when connecting to the PICC lines. Functional testing confirmed the connection between the smartsite and the male luer of bd stock products (both luer slip and luer lock) remained secure; no inadvertent disconnection occurred throughout testing. When primed and flushed though using a 50ml bd plastipak syringe, no restriction or occlusion of flow was observed. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Although it was not possible to determine a definitive cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the 2000e product.

Event description:
No additional information.

Event description:
It was reported that bd alaris smartsit needle free valve was damaged. The following information was received by the initial reporter with the following verbatim the rubber stopper keeps bouncing back.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.